Event description:
Customer reported that the insulin pump's keypad was not responding during bolus. Customer did not recall any significant events leading up to this error. Blood glucose level was 54 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected number ramping or scrolling during testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.